Event description:
While attempting to defibrillate a patient with pads, the device would not allow discharge. The medics switched to paddles and were able to defibrillate the patient. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.